Event description:
It was reported while loading a patient into the ambulance the medic alleged they felt a pop in their left hand that did not cause pain but felt as if something was out of place. The report indicated the medic did seek medical evaluation; however, no further details were provided. The complainant stated there was no indication in the injury claim that the stretcher malfunctioned in any way and that the alleged injury was related to the medic's lifting technique..